Event description:
Patient was admitted to the hospital for removal and replacement of old bilateral breast implants secondary to rupture and tight capsular contractures causing deformity. Total capsulectomies were performed also. The surgically removed breast implants were silicone gel implants with dacron patches making them very adherent. There was silicone leakage and some seepage into the tissues, particularly over the anterior axillary fold. Patient authorized hospital to dispose of her surgically removed bilateral breast implants.